Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. The attorney alleges the patient underwent revision surgery. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralight st (device #2). An additional emdr was submitted to represent the bard/davol ventralight st ( device #1). Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralight st (device #1). (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol ventralight st (device #2). The patient had unspecified injuries related to a defect in the ventralight st and underwent revision surgery. The patient is only making a claim for an adverse patient outcome against the ventralight st (device #1 and device #2). The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿